Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2017 with the following findings: during investigation, the pump was unable to power up and was completely unresponsive. The battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and fit. Moisture was found in the battery canister. A leak was found in the battery compartment. The pump cover was removed to find no further moisture corrosion or intermittent conditions to the printed circuit board. The call service issue was unable to be investigated due to the no power.